Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: dealer applied the universal anti-tipper from tag and the pin popped out. They thought they were applied incorrectly so tried again and then held, but when pressure from client was applied, the pin popped out again several days to a week later. Client said he was sitting in the chair and wheeling himself backwards to get out of the bathroom at the time of the incident.